Event description:
During PICC line insertion the guidewire became unraveled and was pulled back to the insertion sheath but would not pull back into the sheath. Small fragment of wire broke off and was successfully retrieved with a snare kit. Used a new wire and PICC was successfully placed.